Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem usb cable no longer charged the pump. The customer's blood glucose level ranged from 187-188 mg/dl. The customer confirmed that an alternate cable charged the pump successfully.